Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose was 300 mg/dl. Customer reverted to insulin pens and manual injections for insulin therapy.